Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: manufacturing and testing/inspection records were reviewed for this lot. Noabnormalities were noted in the records that would have contributed to the issue.root cause: this disposable set and filter were unavailable for specific root cause analysis. Adefinitive rootcause for the observed leukoreduction failure remains undetermined at this time. Based on theavailable information, it cannot be ruled out that the higher-than-expected wbc content in thewhole blood product could be donor-related (characteristics of blood). It also cannot be ruled outthat a filtering error or other process error (not resting the collected blood prior to filtering; notexpressing air properly from the product bag) could have contributed to the higher-than-expectedwbc content in the whole blood product.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. Donor ID: (B)(6) the whole blood collection set is not available for return because it was discarded by the customer.